Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred approximately 2 months prior to this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection of the transfer set and the minicap was looser than usual. The patient was connected at the time of the event. The customer stated that no assist device was used and they did not over tighten the caps. There were no leaks or visible cracks. The transfer set was replaced. There was no patient injury or medical intervention reported. No additional information is available.